Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 26. On 2020-05-20, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 26. Details of surgery: sinus augmentation and immediate extraction site. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.

Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 26. On (B)(6) 2020, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: infection and pain. No further patient complications were reported.